Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device turns on and the screen turns on, but on one side of the screen there are missing pixels from the top to the bottom of the display. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. When docked, the charging led on the docking station intermittently turns off. The battery was replaced and the charging led became stable. With the device powered on lines on the screen were observed. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The lcd module was replaced and the unit functioned as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected data: model number corrected from 9500 to 23785.